Event description:
The customer reported via phone call that they had a lost sensor alarm with their sensor. The customer also reported a failed self test alarm and a communication error alarm on their insulin pump. The customer stated they would monitor their sensor. Customer's blood glucose was 134 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.